Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report concerns a netherlands customer who indicated that the adverse event occurred while in morocco. This device is not on market in morocco. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer reported losing consciousness due to this issue, but did not report of third-party treatment. No further details were provided. There was no report of death or permanent injury associated with this event.